Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient developed an infection issue post implantable pulse generator surgery reported in manufacturer report number 1627487-2021-01480. Patient was treated with an IV and antibiotics. No additional information is available at this time.